Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 34 previously reported events are included in this follow-up record. Product return status 26 devices were received. 6 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 18 reported events were confirmed. 8 reported events were not confirmed. Evaluation results 14 devices were found to be affected by corrosion. 11 devices were found to be affected by compromised lubrication. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 34 previously reported events are included in this follow-up record. Product return status 27 devices were received. 7 devices were not available for evaluation. Event confirmation status 18 reported events were confirmed. 9 reported events were not confirmed. Evaluation results 14 devices were found to be affected by corrosion. 11 devices were found to be affected by compromised lubrication. 2 devices had no problem found.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 34 previously reported events are included in this follow-up record. Product return status 26 devices were received. 7 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 18 reported events were confirmed. 8 reported events were not confirmed. Evaluation results 14 devices were found to be affected by corrosion. 11 devices were found to be affected by compromised lubrication. 1 device had no problem found.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 34 events were reported for this quarter. Product return status: 24 devices were received. 5 devices were not available for evaluation. 4 device investigation type has not yet been determined. Event confirmation status: 17 reported events were confirmed. 7 reported events were not confirmed. Evaluation results: 13 devices were found to be affected by internal corrosion. 11 devices were found to be affected by a lubrication problem. Additional information: 34 devices were not labeled for single-use. 34 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.